Event description:
Customer reported that he had high blood glucose of over 300 mg/dl. Caller stated that the reservoir was leaking insulin from the o-rings when he was taking out the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.